Event description:
Patient reported, the hcp thought the catheter may have a micro-tear because, the pump was not alarming. It was not confirmed. Patient reported there was a problem with his pump and it was replaced. The only issue he had with the pump was he could sometimes hear it clicking. The pump was delivering baclofen.

Event description:
Additional information received reported that there was trouble when they increased the patient¿s dosage. It was noted that the patient was ¿good for one day and then it would go back to where it was¿. It was noted that when they did a bolus test in the office with a manufacturer¿s representative and the patient was walking ¿pretty good¿ until the bolus wore off. It was reported that the patient healthcare provider (hcp) finally changed the pump and catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type catheter: product ID 8590-1 lot# n234555, implanted: 2009 (B)(6), product type accessory (B)(4).